Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified while based on the analysis, the alleged high bg issue could not be verified.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 600 mg/dl range. Reportedly, the customer fell, hit head and experienced heart rate pausing. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on 10/24/2024 with the issue resolved. Reportedly, the pump usb port was damaged, leading to the pump shutting off. Additionally, it was reported that the customer was using lyumjev insulin. Tandem customer technical support informed customer that lyumjev is off label per the user guide. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.